Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 522 mg/dl at the time of incident. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump was not on auto mode at the time of incident. The insulin pump received insulin flow alarm. The customer stated that the she already tried different size but insulin pump gave her the flow blocked alarm. After changing set customer¿s blood glucose value lowered down to 273 mg/dl. The customer also stated that upon removal of the set she did see the kinked part on the cannula. The insulin pump will not be returned for analysis.